Event description:
It was reported that bd discardit syringe s2 barrel is cracked and leaks. The following information was provided by the initial reporter: there are cracks in the plastic housing through which the liquid leaks. I would like to inform you that the syringes are not used in the medical sector (on patients). The syringes are used only by commercial laboratories (in combination with syringe filters).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 309040 and lot number 3242246. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation by our investigative team. The retained samples were examined and no signs of defect were observed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects syringes with damaged parts. Based on this fact, it is possible that this incident resulted from a blockage in the barrel feeding process that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below

Event description:
No additional information